Event description:
It was reported that the patient presented with a pocket erosion during a follow-up in clinic. It was noted that the patient had an open wound and a reddened pocket area. The device was explanted. The patient was stable.